Event description:
It was reported that the customer's blood glucose level was 427 mg/dl. She corrected her blood glucose level with a manual injection. The customer had issues with her sensor. She received a lost sensor and a weak signal alarm. The insulin pump was not receiving data from the transmitter. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.